Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 23-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 23-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller screen went blank and a loud alarm sounded. It was further reported that the batteries had power switching and some batteries caused an associated loss of power. One battery was also discharging abnormally fast and some batteries had frayed wires. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Concomitant medical product therapy date corrected from (B)(6) 2016 to (B)(6) 2016. Initial reporter facility name corrected from (B)(6) and street 1 corrected from (B)(6). If remedial action is initiated, check type recall corrected to selected. Correction number corrected to z-1903-2018. This report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Product event summary: the controller and one battery (B)(6) were not returned for evaluation. Eight batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that batteries (B)(6) passed visual examination and functional testing. Failure analysis revealed that (B)(6) passed visual inspection. Failure analysis revealed that (B)(6) passed functional testing. Visual inspection of batteries (B)(6) revealed that the release indicator markers on the battery connectors were illegible. The illegible indicators are an additional observation unrelated to the reported event. Additionally, visual inspection of (B)(6) revealed a tear on the battery¿s output cable. The patient likely perceived this tear as the reported ¿frayed battery wires.¿ the most likely root cause of the observed illegible release indicators on the battery connectors and the damaged battery output cable can be attributed to wear and/or handling of the device. Of note, it was observed during functional testing that batteries (B)(6) had exceeded their useful operating life of 375 charge and discharge cycles. During (B)(4) testing, batteries (B)(6) showed abnormal plot signatures since lithium-ion batteries¿ capacity deteriorates with aging and cycle counts. This is an additional finding, likely due to the batteries reaching the end of their useful life. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the log files revealed that the batteries in use during the time of the reported event discharged as expected when in use. As a result, the reported "battery discharging abnormally fast" could not be confirmed via log file review; however, this is likely related and/or attributed to the batteries that reached the end of their useful life. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). A power source lubrication procedure was performed on batteries (B)(6) on (B)(6) 2018. A power source lubrication procedure was performed on battery (B)(6) on (B)(6) 2019. There is no evidence that the lubrication servicing was performed on batteries (B)(6). Additionally, analysis of the event logs revealed five controller power up events with associated motor start events, logged on (B)(6) 2019 at 21:38:21, on (B)(6) 2019 at 12:27:11, on (B)(6) 2019 at 10:55:03, on (B)(6) 2019 at 03:45:00, and on (B)(6) 2019 at 10:44:52; respectively. No anomalies were observed leading up to the losses of power. The controller was without power for 16 seconds, 16 seconds, 11 seconds, 15 seconds, and 12 seconds; respectively. Loss of power to the controller will trigger the display to become dark and show no parameters and will result in a continuous audible alarm, which corresponds with the "loud alarm" heard. As a result, the reported power switching and loss of power events were confirmed. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and one battery were not returned for evaluation. Eight batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that batteries (B)(4) passed visual examination and functional testing. Failure analysis revealed that (B)(4) passed visual inspection. Failure analysis revealed that (B)(4) passed functional testing. Visual inspection of (B)(4) revealed that the release indicator markers on the battery connectors were illegible. The illegible indicators are an additional observation unrelated to the reported event. Additionally, visual inspection of (B)(4) revealed a tear on the battery¿s output cable. The patient likely perceived this tear as the reported ¿frayed battery wires.¿ the most likely root cause of the observed illegible release indicators on the battery connectors and the damaged battery output cable can be attributed to wear and/or handling of the device. Of note, it was observed during functional testing that batteries (B)(4) had exceeded their useful operating life of 375 charge and discharge cycles. During maccor testing, batteries (B)(4)showed abnormal plot signatures since lithium-ion batteries¿ capacity deteriorates with aging and cycle counts. This is an additional finding, likely due to the batteries reaching the end of their useful life. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the log files revealed that the batteries in use during the time of the reported event discharged as expected when in use. As a result, the reported "battery discharging abnormally fast" could not be confirmed via log file review; however, this is likely related and/or attributed to the batteries that reached the end of their useful life. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). A power source lubrication procedure was performed on batteries (B)(4) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure was performed on battery (B)(4). In accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. There is no evidence that the lubrication servicing was performed on batteries (B)(4). Additionally, analysis of the event logs revealed five (5) controller power up events with associated motor start events, logged on (B)(6) 2019 at 21:38:21, on (B)(6) 2019 at 12:27:11, on (B)(6) 2019 at 10:55:03, on (B)(6) 2019 at 03:45:00, and on (B)(6) 2019 at 10:44:52; respectively. No anomalies were observed leading up to the losses of power. The controller was without power for 16 seconds, 16 seconds, 11 seconds, 15 seconds, and 12 seconds; respectively. Loss of power to the controller will trigger the display to become dark and show no parameters and will result in a continuous audible alarm, which corresponds with the "loud alarm" heard. As a result, the reported power switching and loss of power events were confirmed. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(4) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 213 h6: FDA conclusion code(s): 19, 133 d4: serial#: (B)(4) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 213 h6: FDA conclusion code(s): 19, 133 d4: serial#: (B)(4) d10: no h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: (B)(4) d10: yes, return date: (B)(4).2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 180, 213 h6: FDA conclusion code(s): 19, 133 d4: serial#: (B)(4). D10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial#: (B)(4) d10: yes, return date: (B)(6) 2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.